Event description:
It has been reported to philips that the device was unable to produce x-rays.the system use at the time of event was in clinical use. There was no harm reported.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that at times it does not deliver x-rays. Upon troubleshooting, fse found there was power loss at generators and also issue with ignition board. Fse replaced pdu board. After replacement the system was returned to use in good working order. The cause of the failure could not be conclusively determined by the supplier's part analysis, however the replacement of the pdu board by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.